Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on november 19, 2015. Upon further investigation of the reported event, the following information is new and/or changed. Method code #1: actual device evaluated. Method code #2: device from reserve sample evaluated. Method code #3: visual inspection. Method code #4: flow testing. Results code: no failure detected. Conclusions code: unable to confirm complaint. The actual sample was visually inspected upon receipt, during which no anomalies were noted, such as cracks or crazing on the housing or weld. Additionally, there was no fluid in the bottom housing that would indicate a leak in the pump. A review of the device history record revealed no anomalies. A circulation test was performed by setting the sample up on sarns drive motor built into a circuit of saline solution. The rpm was set to 3500 rpm with a backpressure of 660 mmhg and ran for 6 hours. No leaks were observed from the pump. A retention sample from the same product code/lot combination was obtained for testing. The test was repeated on the retention sample, and again no leaks were observed. The part was subjected to a 100% in process leak test prior to packaging. A definitive root cause could not be determined and the complaint was not confirmed. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4). Conclusion not yet available - evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular systems corporation that prior to cardiopulmonary bypass, during prime, the centrifugal pumphead leaked at the seal. No patient involvement as this occurred during prime. Product was changed out. Surgery was completed successfully.